Event description:
It was reported an out of regulation (oor) error code on the patient programmer. The patient did not had any falls or trauma recently. The patient used to fall quite a bit but was not sure of when these occurred. The patient hadn¿t noticed a change in coverage however. The patient was adjusting settings when the oor message was seen. The patient noticed this message on two different occasions; both times patient was turning stimulation down before going to bed. The patient had not had any major changes in settings or any reprogramming done. There were no patient symptoms reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), implanted: (B)(6) 2013, product type: recharger. Product ID: 37746, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).